Event description:
It was reported that the warmer had a broken 390 block. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Visual inspection confirmed left hand block was damaged. The root cause of the reported issue was found to be damage to left block at disposable interface; cracked molded component. Actions were taken to mitigate the reported issue: are unknown.